Event description:
While trouble shooting qc issues with the customer, it was reported to hotline that a accutni reagent pack had been shared across the customer's access instruments. Hotline instructed the customer to discard the shared pack as the test count would no longer be accurate on either of their instruments. It was confirmed that no erroneous results were reported, however, the potential of generating erroneous but believable results does exist. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause for this event.

Manufacturer narrative:
Beckman coulter unique identifier for this event is (B)(4).